Manufacturer narrative:
Analysis on the returned ht controller pcb resulted in no failure being found through functional testing, visual/physical examination and usability inspection. Analysis states that functionality and usability test passed. Motion, generator. X-ray and communication were ready. System initialized and was able take 2d and 3d images. Analysis on the returned atp console pcba resulted in no failure being found through functional testing, performance testing, and vi sual/physical examination. Analysis states that generator, motion, communications and charging were successful. System readied. 2d and 3d images were acquired. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The atp and high tension boards were re placed was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The parts have been returned to the manufacturer for analysis, but analysis was not complete at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was initializing and constantly beeping. Restarting the system did not resolved the issue. There was no patient identified when this issue was reported.